Event description:
It was reported that during an unknown procedure, there were malformed clips. After the first normal clip, it was impossible to use the other clips because they were malformed (half-closed). Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Tissue stop and feed link. The analysis results for the device confirmed that it was returned with the tissue stop out of position and the shaft damaged. It could not be determined what may have caused this condition. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the feed link was noted broken. Possible causes for the damage found of the feed link may be trying to load the clip while the jaws are constrained by the trocar, bending of the device shaft, reprocessing which could cause brittleness of the feed link, firing through the device lockout, or dried fluids in the shaft/jaws of the device. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Please note that these findings are not related with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.